Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and system board would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was the fio2 sensor would need replacing on the device.